Event description:
Patient stated that wcd will not boot up. After troubleshooting with the patient, it was determined that there is an issue with the wcd monitor. When patient inserts battery into monitor nothing happens.

Manufacturer narrative:
Reported condition (unable to power on) was confirmed at kestra. It was found that flexing the monitor in the middle would cause it to intermittently power on. On disassembly, it was found that the 2-56 screw connecting the system pcba to the tall ground standoff was not fully seated. The screw was inspected and no signs of defect or damage (cross-threading, missing threadlocker) was observed. After re-torqueing this screw to specification, it was fully seated and the monitor powered on as expected. The un-seated screw left a gap from the ground pad of the system pcba to the ground standoff. Without this connection, the device does not power on. Review of the supplier DHR log shows a missing torque operation for the un-seated screw following rework to re-install the mti flex.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. It was unable to pass through functional test as the device does not power on. The device was further evaluated at kestra and the reported condition (unable to power on) was confirmed. After further evaluation, it was found that flexing the monitor in the middle would cause it to intermittently power on. On disassembly, it was found that the 2-56 screw connecting the system pcba to the tall ground standoff was not fully seated. The screw was inspected and no signs of defect or damage (cross-threading, missing thread locker) was observed. After re-torqueing this screw to specification, it was fully seated and the monitor powered on as expected. A corrective action was implemented at the contract manufacturer to eliminate the possibility of recurrence of this torque issue during monitor assembly.